Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device was found to have a failed upper auxiliary. The failed upper auxiliary was replaced.

Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported there was no patient involvement.